Manufacturer narrative:
Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
According to the consumer, he did not administer any insulin on the night in question; however, since he does not have a pancreas, he receives a continuous flow of insulin from his pump (0.7 units at regular intervals). The 9:01pm test result of 132 mg/dl (before bed) was the 1st test strip from the vial in question. The previous 2 tests 7:03pm result of 104 mg/dl where he said, "..he felt low..." And the 6:18pm 111 mg/dl- from a vial that has been used up and discarded. Consumer admited he regular transfers his test strips from the original vial to a smaller 'bd vial.' Consumer stated his neighbor went to check on him around 6 am after his ex wife did not hear from him the following morning. The neighbor found him unresponsive in bed. His ex wife called the emts who arrived and checked his blood glucose several times however the consumer does not recall the results as he was not lucid. He stated he recalls the emts stating his nova max link was "31 points off" from their meter. The emts gave him some 'soda and a snack and he began to feel better'. They tested him before leaving on their meter and the result was 101 mg/dl. Consumer was not transported to the hospital as the consumer indicated he was fine. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called in reporting an incident on (B)(6) 2016 where the emt's were called to his home.